Manufacturer narrative:
No product was returned. Therefore, an investigation could not be performed. A device history record (DHR) review showed, there were no nonconformance's or discrepancies during the manufacturing of the reported lot number. If the complaint product is returned, the manufacturer will re-open the investigation for further device analysis.

Event description:
It was reported, that water leaks out at the connection part. And appeared to be broken. Replaced with a new product and worked as expected. No adverse patient effects were reported by the customer.